Manufacturer narrative:
Age at the time of event/date of birth: asked but unavailable. Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2009 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was noted by the physician that the length of the patient's left common iliac artery was short. On an unknown date a suspected distal type I endoleak on the contralateral leg component, located on the patient's left side, and aneurysm enlargement (amount unknown) were observed. The clinical sales associate stated that the distal type I endoleak was not confirmed on imaging at the time of the follow-up visit, but it was suspected that the minor endoleak may have been present from the initial procedure due to the diameter of the patient's left common iliac artery having enlarged where the device was implanted. On (B)(6) 2020 the patient underwent reintervention. An additional gore® excluder® aaa contralateral leg component was used to extend the contralateral leg component on the patient's left side. The patient tolerated the procedure.